Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), alopecia ("hair loss"), acne ("acne"), urticaria ("hives"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage, constipation, alopecia, acne, urticaria, depression and weight increased outcome was unknown. The reporter considered acne, alopecia, constipation, depression, genital haemorrhage, pain, urticaria and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain ("pain") and genital haemorrhage ("heavy bleeding"). A hysterectomy was performed to remove essure approximately ten months after insertion. Both events are serious due to medical significance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ migration of essure device"), device expulsion ("expulsion of essure device"), embedded device ("embedded in my uterus"), pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included cholecystectomy, appendectomy and caesarean section in 2012. Concurrent conditions included depression, dysfunctional uterine bleeding, vitamin d deficiency and obesity. In 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), constipation ("constipation"), acne ("acne"), urticaria ("hives"), depression ("depression"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), hot flush ("hot flash"), cold sweat ("cold sweat") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (hysterectomy with bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, embedded device, genital haemorrhage, constipation, alopecia, acne, urticaria, depression, weight increased, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, gastrointestinal disorder, hot flush, cold sweat and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the bladder disorder was resolving. The reporter considered acne, alopecia, bladder disorder, cold sweat, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: trailing coils in uterus: 1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion on (B)(6) 2016, pathology test revealed, myometrium: - superficial adenomyosis. Focal serosal fibrous adhesion. Fallopian tubes, left and right, partial excision: - two fallopian tube segments. Segment of benign fibromuscular tissue from undetermined origin. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, bleeding, hair loss. Painful intercourse, migraines, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ migration of essure device"), device expulsion ("expulsion of essure device"), pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's concurrent conditions included depression, dysfunctional uterine bleeding, vitamin d deficiency and obesity. On (B)(6) 2015, the patient had essure inserted. In april 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), constipation ("constipation"), acne ("acne"), urticaria ("hives"), depression ("depression"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type") and dyspepsia ("gastrointestinal or digestive system condition type"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery (ablation). Essure was removed on 28-apr-2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, constipation, alopecia, acne, urticaria, depression, weight increased, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, gastrointestinal disorder and dyspepsia outcome was unknown, the pelvic pain and dyspareunia had resolved and the bladder disorder had not resolved. The reporter considered acne, alopecia, bladder disorder, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on 15-dec-2015: total bilateral occlusion current weight as of 28-feb-2018: 200 lbs. Approximate weight at the time of essure placement 175 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, device dislocation, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, device expulsion, device ineffective, vaginal discharge, fatigue, gastrointestinal disorder, dyspepsia were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ migration of essure device"), device expulsion ("expulsion of essure device"), embedded device ("embedded in my uterus"), pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included cholecystectomy, appendectomy and caesarean section in 2012. Concurrent conditions included depression, dysfunctional uterine bleeding, vitamin d deficiency and obesity. In 2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), constipation ("constipation"), acne ("acne"), urticaria ("hives"), depression ("depression"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems condition"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), hot flush ("hot flash"), cold sweat ("cold sweat") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (hysterectomy with bilateral salpingectomy), surgery (total hysterectomy (uterus and cervix removed)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device expulsion, embedded device, genital haemorrhage, constipation, alopecia, acne, urticaria, depression, weight increased, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, gastrointestinal disorder, hot flush, cold sweat and menstrual disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the bladder disorder was resolving. The reporter considered acne, alopecia, bladder disorder, cold sweat, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: trailing coils in uterus: 1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion on (B)(6)2016, pathology test revealed, myometrium: - superficial adenomyosis. Focal serosal fibrous adhesion. Fallopian tubes, left and right, partial excision: - two fallopian tube segments. Segment of benign fibromuscular tissue from undetermined origin. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, bleeding, hair loss. Painful intercourse, migraines, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received:the event device embedded,hot flush,cold sweat added.events outcome changed and added.reporters added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), constipation ("constipation"), alopecia ("hair loss"), acne ("acne"), urticaria ("hives"), depression ("depression") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pain, genital haemorrhage, constipation, alopecia, acne, urticaria, depression and weight increased outcome was unknown. The reporter considered acne, alopecia, constipation, depression, genital haemorrhage, pain, urticaria and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain ("pain") and genital haemorrhage ("heavy bleeding"). A hysterectomy was performed to remove essure approximately ten months after insertion. Both events are serious due to medical significance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/ migration of essure device"), device expulsion ("expulsion of essure device right side coil was found embedded in uterus"), embedded device ("embedded in my uterus"), pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's medical history included cholecystectomy, appendectomy and caesarean section in 2012. Concurrent conditions included depression, dysfunctional uterine bleeding, vitamin d deficiency, obesity, migraine and headache. Concomitant products included desogestrel and norethisterone (errin). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary retention ("bladder problems or changes/urinary problems or changes/constant urge to urinate but unable to"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge more than normal and red in colour"), abdominal pain ("abdominal pain") and micturition urgency ("constant urge to urinate but unable to") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal type):urinary tract infection") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), constipation ("constipation"), acne ("acne"), urticaria ("hives"), depression ("depression"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems condition"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), hot flush ("hot flash"), cold sweat ("cold sweat") and menstrual disorder ("abnormal periods") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, embedded device, genital haemorrhage, constipation, alopecia, acne, urticaria, depression, weight increased, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, urinary retention, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, gastrointestinal disorder, hot flush, cold sweat, menstrual disorder, abdominal pain and micturition urgency outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, acne, alopecia, cold sweat, constipation, cystitis, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, menstrual disorder, mental disorder, micturition urgency, migraine, nausea, pelvic pain, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: trailing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram on (B)(6) 2015: results: total bilateral occlusion. On (B)(6) 2016, pathology test revealed, myometrium: superficial adenomyosis. Focal serosal fibrous adhesion. Fallopian tubes, left and right, partial excision: two fallopian tube segments. Segment of benign fibromuscular tissue from undetermined origin. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: cramping, bleeding, hair loss. Painful intercourse, migraines, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. New events added- abdominal pain. New event constant urge to urinate but unable to was clubbed with bladder problems or changes and urinary problems or changes and splitted to pt urinary retention and micturition urgency. Event onset dates were added. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.